Event description:
Registered nurse (rn) was to administer intramuscular injection of methergine. The rn used the safety feature to cap the needle and it did not click. The rn was poked on the left pointer finger by the needle when the guide did not close fully. Patient was aware of rn's exposure and consented to laboratory blood. Patient was aware that they were not exposed to of the rn's blood.